Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temporary basal program was set for 2 hours at 30%-change from the active programmed basal rate; when the pump¿s status screen was reviewed, it was alleged it displayed a 0% change for 15 minutes. Troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/16/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal behavior. Temporary basal programs were observed to have been successfully programmed and completed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated do the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.